Event description:
It was reported that during a right atrium leadless pacemaker (ralp) implant, that when screwing in the ralp at the target location it moved out of position. Several attempts were made to screw the ralp, and each time it moved out of position. The final attempt, the ralp was able to be screwed in, but was unable to be released from the catheter. The physician decided to reposition the catheter, so he realigned the tethers, while the release knob was back in and he was moving the catheter, the tethers prematurely came loose from the ralp. The ralp was stable and was left implanted. The catheter was inspected, and the tethers were twisted around each other. There were no patient consequences.